Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The drive support disk was inspected and no anomaly was noted. No bolus anomaly was noted during testing. The insulin pump functioned properly. No physical damage noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 386 mg/dl. The customer was treated for high blood glucose with 32 unit injection of insulin. The customer was explained the 2 high blood glucose rule. The customer stated the drive support cap is flush. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 386 mg/dl. The customer stated the drive support cap is flush. Customer doesn't recall pressing the cap while connected. The customer was advised the pump will need to be replaced. The customer was advised to follow their medically prescribed backup plan.